Event description:
It was reported that the patient lost mobility in the left lower extremity following a lead implant procedure. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the lead was explanted to address the issue.

Manufacturer narrative:
E1 initial reporter phone number (B)(6). The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.